Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted infusion pump. It was reported the patient was a little concerned and there was way too many things going on with their body with medicines. The patient clarified that on friday (B)(6) 2020, they felt really drugged like overdose on medication. It was noted thepatient was so sick. The patient reported they got error codes of 8286 and 8254 on ptm. The patient noted they had nothing in the pump and wanted to know if they could take medication the hcp gave them. Patient was redirected to their hcp to discuss.